Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the stapler logs for the stapler used in this event and the following info was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #t11230323-0169) was installed on the system 8 times and fired 5 stapler reloads (1 blue, followed by 4 white). On installs 1, 4, and 5, no clamping or firing was attempted. On installs 2, 3, 6, and 7, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 8, the first 2 clamp attempts were aborted by the user at approximately 69% and 93% completion. The 3rd clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument got stuck on stomach tissue after firing a white sureform 60 reload. At least three unformed and undeployed staples on the white sureform 60 reload caused tissue to be stuck to the stapler reload. The system did not display any errors/messages during the event. In order to safely remove the stapler instrument, the tissue was transected from the stapler reload. This caused a less than 15 minute delay in the case. There were no holes/gaps on the staple line. There were no obstructions, existing staple lines, or buttress material in the path of the stapler instrument. The procedure was completed robotically with the same sureform 60 stapler instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument used with the reload was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The stapler was fully functional. No product issue was found.